Event description:
Customer reported on a bravo ph capsule that failed to attach. Capsule was still attached when removed and fell off outside the patient's mouth. The patient was not injured following the procedure.